Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. The device was returned to abbott for investigation and the investigation confirmed the device met functional specifications when analyzed at abbott. The device was inspected and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device embolization was due to complex anatomy with a long, thin and aneurismatic septum and so much movement of the device. The reported hospitalization and unexpected medical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer septal occluder was selected for implant in an asd of 6.1 mm x 7.5 mm with left to right shunt. During the procedure, the device was successfully implanted. Immediately after, it was noted that the device had embolized into the femoral aorta. The device was successfully removed from the patient via percutaneous retrieval. A 35mm amplatzer multifenestrated septal cribriform occluder was then implanted. The physician doesn't believe that the patient experienced any adverse health consequences due to the performance of the product. The physician believes the cause of the embolization was due to complex anatomy with a long, thin and aneurismatic septum. There was an increase in procedure time, but the patient remained hemodynamically stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer septal occluder was selected for implant in an asd of 6.1 mm x 7.5 mm with left to right shunt. During the procedure, the device was successfully implanted. Immediately after, it was noted that the device had embolized into the femoral aorta. The device was successfully removed from the patient via percutaneous retrieval. A 35mm amplatzer multifenestrated septal cribriform occluder was then implanted. The physician doesn't believe that the patient experienced any adverse health consequences due to the performance of the product. The physician believes the cause of the embolization was due to complex anatomy with a long, thin and aneurysmatic septum. There was an increase in procedure time, but the patient remained hemodynamically stable.